Event description:
The pt received his scs system on (B)(6) 2011. It was observed that the pt's lead had high impedance on most contacts. Programming could not resolve the issue. The physician noted the pt had 1/4 inch epidural fat. F/u revealed the pt had his lead replaced on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.